Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during drain 2 of 7. The home patient (hp) stated she took a pain pill that night and when she woke up the catheter was disconnected from the patient line. The hp closed her catheter and put the minicap on. They had the hp recycle power and se 2367 alarmed. They advised the hp would need to start over with new supplies or do manual exchanges. The hp would start over with new supplies and the hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received a call from the nurse on (B)(6) 2012 and she was aware of the patient having had that alarm. The patient's patient line had somehow disconnected from the transfer set, she was not sure how that happened. The patient was given antibiotics as a precautionary measure. Since then they have been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the home patient on (B)(6) 2012 and she was able to resume therapy after starting over with new supplies. There was nothing wrong with any of the supplies. She could not recall how or why but she had disconnected herself from the transfer set that night. The machine then alarmed se 2240 and she put the minicap on. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.